Event description:
It was reported that battery voltage in-office was 2.57v, but no elective replacement indicator or mode and rate change was present. Review of save-to-disk date noted that the in-office measurement of 2.57v was erroneous. The battery voltage measurements taken daily, and averaged weekly, showed no measurement less than 2.82v. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B) (6) 2009, the battery voltage with telemetry was 2.57v and the daily measurement was 2.90v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B)(4) 2009, the battery voltage with telemetry was 2.57v and the daily measurement was 2.90v.

Event description:
It was reported that battery voltage in-office was 2.57v, but no elective replacement indicator or mode and rate change was present. Review of save-to-disk data noted that the in-office measurement of 2.57v was erroneous. The battery voltage measurements taken daily, and averaged weekly, showed no measurement less than 2.82v. The device remains in use and will continue to be monitored. Additional information was received approximately one year later. The battery voltage was reading 2.51v in-office. Review of save-to-disk data showed a range of 2.89v and 2.96v. The device remains in use. No patient complications were reported as a result of this event.